Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device power consumption comparison percentage is 121% which the consultant seemed to think was a little elevated when the device appears to be pacing in the ventricle at 0% and pacing in the atrium at 88% and lower auto outputs. The consultant further discussed the potential reasons for the increase in power consumption. The patient subsequently performed a patient initiated interrogation (pii) which produced a remaining longevity of 10 years. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device noted a remaining longevity of 8.5 years; however, data from the patient¿s remote monitory system noted a remaining longevity of 12.5 years four months ago. The caller stated there have been no programming changes and only a few non-sustained events in the arrhythmia logbook as well as an atrial tachycardia response (atr) event. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that interrogation of this device noted a remaining longevity of 8.5 years; however, data from the patient's remote monitoring system noted a remaining longevity of 12.5 years four months ago. The caller stated there have been no programming changes and only a few non-sustained events in the arrhythmia logbook as well as an atrial tachycardia response (atr) event. A review of the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year and is expected to continue to increase. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.